Event description:
It was reported to st. Jude medical that the device was explanted when multiple charges were delivered, which led the battery to reach eri. Oversensing was observed on the ventricular channel.